Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 6 years and 5 months following the implant of this transcatheter aortic valve structural valve de terioration defined as mixed aortic stenosis and aortic regurgitation without hemodynamic deterioration occurred. The severity of the stenosis and regurgitation, the type of the regurgitation, and the exact onset date were not provided. Patient symptoms were not reported. However, approximately 6 days following this reported event, a valve-in-valve revision procedure was performed.

Manufacturer narrative:
Updated data: b2, b5, e1, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that prior to the valve-in-valve (viv) revision the patient experienced shortness of breat h, fatigue, and ankle swelling. The transthoracic echocardiogram (tte) prior to the viv noted a mean aortic gradient (mgv2) of 26.67 millimeters of mercury (mm hg), and aortic valve area (ava) of 1.77 cm2, a max aortic valve velocity (v2) of 3.3 meters per second (m/sec), severe transvalvular regurgitation with report of total regurgitation also severe, mild mitral regurgitation (mr), and leaflet calcification. Hospitalization was required for the viv. The patient was discharged the day following the viv.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.